Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, episodes of noise resulting in right ventricular oversensing (rvos) were noted on the device. The noise and rvos were due to electromagnetic interference (emi). There was also several episodes where there was a loss of capture. The device was reprogrammed to resolve the event and the patient was stable.